Event description:
The haptic of the lens was found bent after the lens was implanted in the pts eye. The lens was removed and replace. The lens was discarded.

Manufacturer narrative:
This form was completed by the manufacturer.